Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, priming and excessive no delivery tests. There was no excessive no delivery alarm. The insulin pump was received with scratches on the lcd window and cracked case on the display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (b)(6 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and no delivery alarms. Customer's blood glucose level went as high as 500 mg/dl range. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via insulin pump. Customer was advised to change out their entire set, reservoir, insulin and treat per healthcare provider's instructions. Troubleshooting for no delivery was performed. Customer declined to return the infusion set and reservoir for analysis. Customer advised they changed their basal rates and heard a beeping noise when performing the self-test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.